Event description:
A report was received that the patient¿s lead eroded through the skin. The incision site had opened and there was exposed hardware which was treated as infection as it was an open site. The physician did not believe the infection was device related. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.